Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic pelvic relaxation, mixed incontinence and moderate cystocele; concurrent procedure-tvh/bso. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and other unspecified problems. It was reported that patient underwent mesh excision, exam under anesthesia and cystoscopy on (B)(6) 2011 for mesh erosion and myofascial pelvic floor pain. It was reported that patient underwent excision of anterior vaginal mesh and cystourethroscopy on (B)(6) 2011 for bladder syndrome, pelvic pain, and recurrent uti status post previous pelvic surgery with mesh. It was reported that patient underwent removal of right side interstim ipg bladder implant on (B)(6) 2012 by for overactive bladder symptoms and pelvic pain. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on 06/19/2003 along with concurrent total vaginal hysterectomy, bso, anterior repair and cystoscopy due to symptomatic pelvic relaxation, cystocele and mixed incontinence. No additional information was provided.

Manufacturer narrative:
.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.